Event description:
The customer was performing abo type testing with the mts monoclonal a/b/d and reverse grouping card lot# 022405037-19. The customer reported sample forward typed as b and reversed typed as ab.